Event description:
Reportedly, the instrument was fired but no staples were placed. Another instrument was used to do another firing. However, the surgery was delayed approximately 1 hour due to the instrument not performing properly. The facility reports no adverse affects to the pt.